Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose has been higher than normal. During troubleshooting, the customer stated the cannula was not bent but she did find an air bubble in the reservoir when changing the set. The time and date were correct but the customer stated the doctor had changed the settings earlier that day. She had not received any error alarms. Customer declined to perform the high pressure test since she had just changed the set. Customer would call back when able to complete troubleshooting.